Manufacturer narrative:
Product event summary: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds, high impedance and the physician observed a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was extrinsically cut but not breached. The outer insulation of the lead was observed to have blood ingression. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. The analyst noted there is breached cut on the outer insulation at 35 cm with minimal blood ingression. There is a cut on the outer insulation at 13.8 cm and 35.5 cm. There is a proximal conductor fracture at 19.5 cm. There is a distal conductor fracture at 19.2 cm. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.